Event description:
The customer reported that during a radical cystectomy, the device jaws could not be re-opened after working on tissue that was thick due to recent radiation treatment. The device was not applied to tissue when the jaws could not be re-opened. The surgeon used another device to complete the procedure. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.